Event description:
It was reported that multiple episodes of supraventricular tachycardia (svt) were over-sensed due to the patient's complex rhythm morphology. This resulted in the device charging but no inappropriate therapy was delivered. The physician contacted technical services who reprogramming recommendations. At this time, the device remains implanted and in-service. No adverse patient effects were reported.